Event description:
It was reported that the direxion microcatheter became stuck in the vessel. A direxion microcatheter was selected for the prostatic artery embolization procedure. During the procedure, the microcatheter became stuck in the vessel and was difficult to withdraw. The physician cut off the hub of the microcatheter to remove the 5 french guide catheter. A non-bsc microsnare kit was used to remove the direxion microcatheter from the vessel. A second direxion microcatheter was used and the same issue occurred. The procedure was ended. There were no patient complications reported. However, the patient was hospitalized beyond the standard of care.

Manufacturer narrative:
B5: updated event description. Device eval by manufacturer: the direxion microcatheter was returned to boston scientific for analysis. The device was received in three pieces and was inspected for damage or irregularities. The hub was not returned. The first piece did not have an inner tube. The middle piece was 13.6cm long and had fractures at 2.9cm and 8.2cm from the proximal end. The last piece, which had the tip on it, had fractures 2.3cm and 2.6cm from the tip and a kink 2.2cm from the tip. A fracture was confirmed on the direxion microcatheter.

Event description:
It was reported that the direxion microcatheter became stuck in the vessel. A direxion microcatheter was selected for the prostatic artery embolization procedure. During the procedure, the microcatheter became stuck in the vessel and was difficult to withdraw. The physician cut off the hub of the microcatheter to remove the 5 french guide catheter. A non-bsc microsnare kit was used to remove the direxion microcatheter from the vessel. A second direxion microcatheter was used and the same issue occurred. The procedure was ended. There were no patient complications reported. However, the patient was hospitalized beyond the standard of care. It was further reported that when performing multiple attempts to release the catheter from where it was stuck in the prostatic artery by gently turning, pushing, applying nitrogen, and pulling, the outer layer of the device fractured.